Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector unlocked on the lcd board however, after locking keypad connector the operating currents are within specification. No failed battery test noted. The keypad traces was inspected and no anomalies noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed failed battery test. The patient's blood glucose at the time of incident was 7.4 mmol/l. Troubleshooting was initiated and the customer confirmed that they were receiving a temp basal at the moment. The customer did not want to remove the battery for battery compartment inspection due to fear of losing the current basal. The insulin pump will be returned and replaced.